Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial #: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was reported trial patient's lead came loose, so they were 'amping up' the stimulation, and stated they could feel it in the back. On 2019-jan-21 more information was received from trial patient stating that their wire has moved into their back. No further complications were reported or anticipated.